Event description:
The pre-loaded dxw225 model intraocular lens (iol) was reported to have been fully inserted in the patient's eye however, the iol would not unfold and the haptic was stuck to the cartridge. During the same procedure the suspect iol was removed and replaced with another dxw225 5.0 diopter iol that was implanted in the patient¿s ocular dexter (right eye). There was no patient injury and no medical or surgical intervention were required during the procedure. Patient outcome post-procedure was reported as fine. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: female was the answer provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-6 patient race: hispanic was the answer provided. Section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 13-nov-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received in a handpiece tray which was in an opened sterilization pouch which was in the original folding carton. A lens was stuck to the outside of the complaint device. Visual inspection under magnification reveals the complaint device was received with the plunger rod fully retracted. Viscoelastic residue was distributed through the length of the cartridge and the cartridge tip/cartridge were damaged. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no issues. The lens was received coated in viscoelastic residue. The lens was cleaned and presented with no issues. Complaint issues "unfolding issue" and "delivery issue" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications and the complaint issues reported could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.